Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 (motor error pmc, left) malfunction alarm code was noted. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.